Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 127 mg/dl. No further information provided.

Manufacturer narrative:
The insulin pump was received with a blank display due to battery connector not plugged in properly to interface board. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The motor was tested outside of the insulin pump and passed. The insulin pump had a cracked reservoir tube lip.